Event description:
On (B)(6) 2021, information was received from the husband of a patient receiving hydromorphone (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient's pump was filled on (B)(6) 2021 with hydromorphone and a 25% increase was performed. The caller stated that since then, they felt the patient has had symptoms of overdose. The caller stated they were initially told by a hcp( to lower the patient's po meds (percocet) and to keep an eye on things. Over the holiday, the patient was hospitalized for her symptoms of overdose but they were discharged because they said there was nothing they could do for them. The caller stated the managing hcp and manufacturer were not able to be reached. A rep was requested. The caller was redirected to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the patient called in the complaint and they have no follow up information. Of note, the patient's managing physician was aware of the patient going to hospital and have no other information. The symptoms of overdose were unknown, if the patient was admitted to the hospital or were they just seen and not admitted was unknown, the cause of the overdose type symptoms were unknown, and the actions taken to resolve the symptoms were unknown.